Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated using age at time of implant. Patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 5 months the device was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that, while in use, the patient¿s mobile power unit (mpu) alarmed low battery. No clinical symptoms were reported. Due to conflicting statements, the lvad clinician was unable to state whether the alarm occurred at time of mpu connection to the system controller, or if the alarms occurred intermittently during mpu support. Reportedly, the alarm was produced by the mpu and was a low voltage alarm. The log file was requested but not available.

Manufacturer narrative:
Upon completion of the investigation, the reported incident of low battery alarms were not observed, and were unable to be reproduced during evaluation. The mobile power unit (mpu) was operated for extended period of time while connected to the test equipment with no adverse events or alarms noted. A full functional test was performed and the mpu passed all test steps. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.